Event description:
It was reported that the right ventricular lead thresholds are increasing and impedances have risen from 400's to 800's ohms. Dr has reprogrammed the sensitivity setting. Lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead thresholds are increasing and impedances have risen from 400's to 800's ohms. Dr has reprogrammed the sensitivity setting. Lead remains in use. It was further reported that the lead was removed and replaced due to high thresholds, high impedance and over sensing. The lead was explanted and replaced. It was further reported that the lead was fractured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead thresholds are increasing and impedances have risen from 400's to 800's ohms. Dr has reprogrammed the sensitivity setting. Lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead was removed and replaced due to high thresholds, high impedance and over sensing. Device and lead were returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Average of 24.5 v-sics/day between (B)(6) 2010. Average of 21.4 v-sics/day between (B)(6) 2010. 14 nst (non-sustained tachycardia) episodes on (B)(6) 2010 with v-v cycles <220ms. Daily rv pace impedance between (B)(6) varies between 1500 and 3500 ohms. Weekly imped. Steady at approx 475 ohms prior to week ending (B)(6) 2010, gradually increasing to approx 1000 ohms through w/e(B)(6) 2010. Imped continued to climb past 2900 ohms, vary greatly in weeks after (B)(6) through explant. High rv imped patient alert (B)(6) 2010. A partial lead was returned in segments and analyzed. There was a proximal conductor fracture. The distal, defibrillation and several conductors were distorted. There was blood/body fluid on all conductors (not obstructed). There was cosmetic environmental stress cracking on the outer tubing overlay. The outer insulation had a cosmetic depression and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.